Event description:
The account alleges that the bed will stay in the hi position, even when the hi/low command to lower the bed is initiated. The bed will lower, but once the button is released, the bed returns to the hi position.

Manufacturer narrative:
The tech replaced the foot hi/low column, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.